Manufacturer narrative:
E1/establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image appearing purple during preparation for use involving an olympus deflectable videoscope. There was no patient injury reported.